Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer received a replacement device. Review of the device activity logs showed no evidence to confirm a unit failed in recuse mode. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.